Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code batch. There are (B)(4) in our stock blocked. We have received 34 closed samples and 2 open samples with the needle detached from the thread and the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the (B)(6) (ep): (B)(4). Reviewed the batch manufacturing record, there are no incidences related to this issue and this batch was delivered fulfilling usp/ep and b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that needles detach from the thread. They had insufficient reinforcement. There was no patient involvement.